Event description:
Boston scientific received information hat during the implant procedure, this catheters balloon would not deflate. Air was added to get this balloon to burst. Shorteness of breath was experienced by the patient. The procedure was completed.

Manufacturer narrative:
Should additional information become available, this event will be updated.